Manufacturer narrative:
Investigation results: visual investigation: in the first step, we investigated the mechanical functions of the instrument. The clamping and cutting function worked well. The rotation- function doesn´t work, because the fixation noses in the inner of the rotation knop are broken. In the next step we investigated the upper jaw, especially the area of the chipped of peek- insulation. At the tip of the upper jaw a part of the insulation is chipped off , at the hinge- area the peek insulation is deformed. The tip and the chipped off insulation is shown, no part of the insulation is missing. Further we noticed, that the nose of the jaw housing is bent downward. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl740su - caiman disp.instr.non articul.d5/360mm. During a lap hysterectomy the anterior ceramic coating of the instrument is broken. Extremely difficult to find and recover this part in situ, the surgery delay was extended by 30 min. An additional medical intervention was necessary. This event prolonged the surgery for 30 minutes. Additional information was not provided nor available/was not available. The adverse event/malfunction is filed under aag reference (B)(4).